Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that the patient has been offered removal of a iol, but has not requested at this time. No visual issues have been reported. File will be reopened if new information or the sample us received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after a cataract surgery, they noticed that the surgeon had a patient with an iol implanted in 2020 that now had turned white. Additional information has been requested and received stating that, on (B)(6) 2020, cataract operation performed on left eye which was uncomplicated. On (B)(6) 2020, lens residue removed from anterior chamber. On (B)(6) 2020, cataract operation performed on left eye which was uncomplicated. On (B)(6) 2023, yag membraneectomy was performed on left eye. Slightly cloudy iol was noted here on both sides. On (B)(6) 2025, yag membraneectomy was performed on left eye. Secondary cataract surgery with capsular bag distension syndrome. Quite pronounced cloudy iol in both eyes, primarily left eye was noted. The patient had been offered removal of a fairly cloudy iol for the left eye, but had not yet requested it. There are two bilateral reports associated with this patient. This file belongs to left eye.